Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette was damaged, further described as cracked. The damage was noted upon opening the cassette packaging and before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.